Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced a blood glucose (bg) level of 21-22 mg/dl; cause was not known. Subsequently, customer became unconscious and an ambulance was called to address bg level. Reportedly, customer experienced mini seizures for the next 3 days. Customer was treated by paramedics with a glucose injection and monitored customer's status resolving the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.